Event description:
The customer's father stated the spring in the battery compartment fell out. The reported blood glucose reading was 183 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a missing battery spring. Corrison was found on the battery tube.